Event description:
It was reported that during use cardiosave intra-aortic balloon pump (iabp) had system over temperature alarm. No patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limits: (B)(6).

Manufacturer narrative:
Updated fields: b4, d9, e1- event site email address, g1- contact person at mfg-site, g3, g6, h2, h3, h6-type of investigation, investigation findings, investigation conclusion and h11. It was reported that during use cardiosave intra-aortic balloon pump (iabp) had system over temperature alarm. Then the customer called getinge service engineer for assistance. As the temperature of the compressor drops below 80 °c, the system can be restarted without the need of any maintenance and or repair intervention. It does require power down and power up to restart the therapy. The customer followed help screen as per instructions by field service engineer, turned the console off for 10 seconds, turned it back on, and no longer had any issues. It was suggested to switch out the pump and take the affected one to biomed, but the hospital did not had any backup pumps. No repair or any further information available as of now. In future if we receive any repair information will reopen and update the investigation.